Event description:
Recently rptr has experienced three occasions when using IV system, where IV solution from a secondary IV has backflowed past a check valve up into the drip chamber and on one occasion, into the primary IV bag. Three facts were present in each case: 1. Pump in use; 2. IV vancomycin was being given or had been given through the same tubing; 3. Needleless IV system was in use. In each case, the biomedical department conducted an investigation. They determined that: 1. The pumps were functioning; 2. The backflow check valve on the IV tubing appeared to work when tested by trying to force air through the checkvalve with a syringe; however; 3. When the IV infusion was duplicated in biomed, backflow occurred again with assorted lot numbers; 4. Staff does not always invert the checkvalve and tap out the air as recommended on the administration instructions on the tubing boxes. Biomed spoke with other hospitals and learned that if the checkvalve is not inverted and cleared, one will have problems with backflow. Rptr clarified procedure with the nursing staff. Feeling that the problem was addressed through staff education on proper setup, rptr was surprised when they had a subsequent third occurrence. At this point MFR was called and rptr's pharmacist spoke to an individual in their quality control department. Her advice was: 1. Make sure you are getting rid of the air in the checkvalve prior to infusion; 2. If you notice backflow in the drip chamber, tap check valve again to release possible particulate or air. She also said MFR has looked at this situation and is going to MFR a new style of tubing with the checkvalve in the y site. Rptr also called vancomycin MFR to determine if the viscosity of vancomycin mixed in with nacl could result in a particulate which would affect the checkvalve. They assured that there was no way this could be possible especially when dilating the vacomycin in nacl. They stated they have not received customer reports of problems along this line. Since the three occurrences, rptr has given IV vancomycin using the IV infusion system and has had no further problems.